Manufacturer narrative:
Exact patient weight is unknown; however the patient was reported to be in a "normal" weight range. The complainant indicated that the device remained implanted in the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum on (B)(6) 2013, during a duodenal stent placement procedure. According to the complainant, the patient had metastatic disease and a duodenum obstruction; therefore, the stent was intended to be placed as a palliative measure. Reportedly, the patient's prognosis was very poor prior to the stent placement procedure. The patient was undergoing chemotherapy and radiation treatments. During the stent placement procedure, a bsc guidewire and cannula were passed through the obstruction. The stent was passed over the guidewire and fully deployed without issue. Using x-ray, the physician observed a perforation at the distal end of the lesion and an associated air leak into the cavity. Surgery was performed to close the perforation and air drainage was provided. The stent remains implanted. Following the procedure the patient's condition was reported to be stable. In the physician's assessment, the stent may have contributed to perforating the tissue wall as the patient's tissue was very friable and abnormal due to the chemotherapy and radiation treatments. In the physician¿s assessment neither the bsc guidewire nor cannula contributed to the perforation. Further information reported that the patient passed away on (B)(6) 2013. In the physician's assessment the stent did not cause or contribute to the patient's death. Also the physician did not believe the perforation was related to the patient's death. The cause of death was due to cancer, no autopsy report is available.